Event description:
A ventilator was returned to the manufacturer service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal battery was found to be depleted and the pressure delivery was found to be low. The device's internal battery and sensor board were replaced to address the issues.